Event description:
Consumer reports that she was using tampons in 2008 and became ill with alleged tss or other illness. She started to feel ill prior to her vacation and during the vacation, she had a bad headache, fever of 103 degrees and thought she had the flu. Consumer flew home and subsequently went to the doctor on the same month. Consumer reports that blood and urine tests were taken and the urine was positive for staphylococcus. The doctor prescribed medication. Consumer went back to the doctor the next day as her temperature had not gone down. Doctor did an MRI and scan. Pt was not hospitalized.

Manufacturer narrative:
The product has not been returned to kimberly-clark for eval nor was a lot number provided by the consumer. Therefore, a review of the device history record was not possible. This product incident has been incorporated into the kimberly-clark complaint trending system which is used to identify repetitive issues that may require corrective action.